Manufacturer narrative:
It was reported that the base of the lift is 'warped' to where only 3 of the wheels are on the ground. The patient was being lifted up out of the bed when there was a pop noise, that was when the 'warped base' was noticed. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the base of the lift is 'warped' to where only 3 of the wheels are on the ground.